Event description:
Post-operative paraplegia and death. At a date between (B)(6) 2013 to (B)(6) 2019. No specific information supplied in the article. [ 'technical approach and outcomes of failed infrarenal endovascular aneurysm repairs rescued with fenestrated and branched endografts' manunga et al. Cvir endovascular (2019) ]

Manufacturer narrative:
The device was not returned for evaluation. As the device for this complaint is unknown and the lot number has not been provided, a review of the device history record could not be performed. The instruction for use provided with cook endovascular grafts lists paraplegia and death as potential adverse events, and states "the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life long, regular follow-up to assess their health and performance of their endovascular graft". Due to the lack of information provided in this complaint, it is difficult to determine a definitive root cause.

Event description:
Post-operative paraplegia and death. At a date between november 2013 to march 2019. No specific information supplied in the article. ['Technical approach and outcomes of failed infrarenal endovascular aneurysm repairs rescued with fenestrated and branched endografts' manunga et al. Cvir endovascular (2019)]